Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. It was also reported that the patient had a gynecological procedure on (B)(6) 2010 in order to treat stress urinary incontinence and advantage (boston scientific) was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was also reported that the patient experienced bilateral mesh erosion and underwent excision and removal of exposed mesh on (B)(6) 2010. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.